Event description:
Customer reported that pump did not turn on and no longer charged. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.